Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had a bulging disc that was pretty bad above where their wires were set up to help. Patient stated they went to an orthopedic surgeon and the surgeon said that their machines might be acting up or they might need surgery. Patient first noticed the issue around may or june of this year. Patient noted they had their back fused. The patient was redirected to their healthcare provider to further address the issue. Patient stated the surgeon wants them to have an MRI but they were unable to get one with their old ins. Patient stated they fell which caused their l3, l2 to bulge. Patient stated they got a new ins so they can get mris to get a closer look before operating on their discs. Patient reported they need to heal, have MRI and then decompression surgery.